Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unk cause. This report was filed by the manufacturer. The customer's report of a channel disconnect and device shut down was confirmed and replicated on the returned system. Physical inspection confirmed that the latch assembly on the source device had a bent leaf spring and prevented proper attachment of the right two modules to the alaris system. This caused channel disconnect/power loss events to occur on the two right-most modules. Review of the pcu event logs showed that on (B)(6) 2014, at 11:22 am a channel disconnect event occurred that terminated an active infusion on the source pump module which was infusing intralipids on channel b. At the time of the disconnect event channel c (sn: (B)(4)) also disconnected; however, it was not actively infusing. The user acknowledged the channel disconnect event by pressing the confirm key on the pcu keypad. The male and female black iui connectors on the source device were found to have date codes of (B)(6) 2009 making them almost 5 years old. The male connector was inspected under magnification and evidence of blue/green deposits was noted on various connector contacts. Damaged ribs were also noted. No major issues were observed with the female connector. Examination of the iui connectors from the associated devices was performed and confirmed similar condition issues on those connectors. The customer's report that the devices had new iui's installed on (B)(4) 2014 was not confirmed. Only the pcu device was found to have new connectors. The root cause of the customer's report is believed to be caused by a bent latch assembly leaf spring. The root cause of the bent latch is unknown.

Event description:
The customer reported the middle pump module alarmed channel disconnect and the device powered off along with the pump module next to it. This happened when the user was hanging a new IV bag. The devices were infusing lipids and IV fluids in the nicu. The devices were sequestered and replaced with a new alaris system. No patient harm or medical intervention was reported. Although requested, no additional information was provided.